Manufacturer narrative:
As reported in a research article, a valve-in-valve (viv) transcatheter aortic valve implantation with lithotripsy-assisted transfemoral approach. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "a valve-in-valve (viv) transcatheter aortic valve implantation with lithotripsy-assisted transfemoral approach".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature: article titled "a valve-in-valve (viv) transcatheter aortic valve implantation with lithotripsy-assisted transfemoral approach".

Event description:
The article, "a valve-in-valve (viv) transcatheter aortic valve implantation with lithotripsy-assisted transfemoral approach", was reviewed. The article presented a case study of a 77-year-old male patient with prior bypass graft. It was reported on an unknown date, a 23mm epic aortic valve was implanted. It was then reported on an unknown date post-procedure, the patient was admitted for acute heart failure symptoms. Echocardiography revealed a mean pressure gradient of 53mmhg. The patient's left internal mammary artery (lima) was patent and was directly under sternum. Due to patient's comorbidities and lima's anatomical position, the patient was opted for transcatheter aortic valve-in-valve procedure with a 23mm evolut r valve. A post-dilatation was performed with a 22mm balloon. [The primary and corresponding author was nikolaos tsanaxidis, cardiology department, new cross hospital, heart & lung centre, royal wolverhampton nhs trust, wv10 0qp, united kingdom, with corresponding email: nikolas.tsanaxidis@nhs.net].